Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call indicating that the customer experienced low blood glucose levels of 27 mg/dl. Nurse stated that the customer ate and was wearing the pump, but was not provided insulin. The customer visited the hospital due to an infection but the customer's blood glucose dropped in the middle of the night. The caller was advised to have the customer call back to troubleshoot the insulin pump when they are able.